Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). The device was returned to livanova (B)(4) for further investigation. During the intense evaluation the reported issue could not be confirmed or reproduced. The device worked according the specification. The device was cleaned and calibrated and subsequent functional verification testing was completed without issues and the unit was returned to service.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system was found to be defective during priming. There was no patient involvement.